Manufacturer narrative:
(B)(4). Date sent: 05/04/2022. Additional information received: the product code is a pph03. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that the pleading alleges that the doctor performed a stapled hemorrhoidopexy with hemorrhoidectomy on (B)(6) 2017, which patient claims was unnecessary and negligently performed by the surgeon. Pleading further alleges the surgeon contends that the stapler used during that procedure misfired. Pleading further states the patient developed an intra-abdominal infection, bacteremia, massive myocardial infarction and was transferred to a different facility. The patient was diagnosed with a bowel perforation, peritonitis and respiratory failure at the second facility. Patient subsequently developed two large intra-abdominal abcesses, ileus, right sided hydronephrosis and acute pancreatitis. The abscesses were ¿surgically drained.¿